Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explant procedure. Blood penetrated the lead. In addition, signs of abrasion were found along the lead body. However, the insulation was intact in these positions. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported this lead could not pace at max voltage. Loss of capture was reported. The lead was explanted and replaced.